Event description:
Customer reported that the 840 ventilator was inoperative while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended swapping gui pcb's. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).